Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the major bleed was not determined since insufficient clinical details were provided.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 77-year-old male patient presented with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support identified the patient as scai shock stage c. To provide hemodynamic support, an impella cp c10 device was implanted via the right femoral artery using a 14 french low profile sheath. There were no known complications during access or insertion. Post procedure, groin oozing at the access site was observed; this was effectively managed using manual pressure. There was additional bleeding beyond the access site ooze noted. The bleeding was at the patient's gums and at the foley, and so plasma blood product was infused to the patient. While on impella support, the purge solution consisted of d5w with bicarbonate. Device performance remained within the expected range for the selected support level, with reported flow at 1.9 l/min on p-4. The patient tolerated support appropriately and was successfully weaned over the course of two days, after which the impella cp c10 and associated low-profile sheath were removed. Following explant, the treating physician noted clot when aspirating the sheath. The physician expressed concern over the thrombotic burden observed and indicated this as a point of consideration for future cases involving the cp10 platform. No additional adverse events related to device function or insertion were documented.